Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor. Unable to verify no delivery alarm due to prime anomaly. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip . The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery alarms for two months even with reservoir from a different box. It was also reported that insulin pump did not function strongly when reservoir was low. Customer's blood glucose was 11.1 mmol/l. Insulin pump would be replaced.